Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) failed to deploy. Manual compression was used for hemostasis. There was no reported patient injury. The deploy button was fully pressed and flush with the handle. After removal from the patient, the plug did not detach from the exoseal vcd device. The procedure was performed using a retrograde approach. The doctor was certified for using the exoseal vcd. No obvious device or packaging damage was noted before use. The sheath used was an unknown cordis 6f short arterial sheath. Angiography confirmed the suitability of the femoral artery, including ensuring the sheath introducer insertion angle was 30-45 degrees. The vessel diameter was confirmed to be =5mm, and no obvious calcification, plaque, stent, or >50% stenosis near the puncture site was observed. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The sheath was not kinked or bent. The vascular sheath introducer was retracted until the hub engaged with the indicator wire cowling, the vascular sheath introducer locked against the handle assembly, and an audible click was heard. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window changed to solid black. There was no issue with or damage to the deployment lever. The button was pressed when the window was showing black/black. The exoseal vcd was used in a diagnostic procedure. The exoseal vcd was stored and prepped according to the instructions for use (IFU). The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The device will be returned for analysis.